Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus/basal delivery. However, the device passed prime and displacement tests. Motor position encoder error alarm was not verified due to erased history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. The following cosmetic damage was noted: minor scratches on the display window, cracked reservoir tube threads, and cracked battery tube threads.